Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The polytetrafluoroethylene (ptfe) coating was compressed and scraped/peeled at approximately 12.0cm from the proximal end. The coating was scraped on the guidewire. The coating was compressed on the guidewire. The torque device was on the guidewire at the ptfe compressed section. The ptfe coating appeared to be compressed of the guidewire with the torque device collet. From the condition of the guidewire it appeared that the torque device had been tightened down the guidewire ptfe. No friction was noted during functional test with a demonstration excelsior sl-10 microcatheter. The directions for use (dfu) cautions to: "securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.)". Since the device dfu specifically cautions that insecure tightening of the torque device can lead to ptfe peeling, the assignable cause is considered to be related to the use error. Visual inspection of the returned guidewire found that the guidewire distal section was bent and there were bubbles with collapsed domes (likely hydrophilic coating) on the distal section. Small white/greenish clumps of unknown material were observed on the nitinol distal section of the guidewire. Based the previous testing, it can be concluded that the source of the white residue was not foreign material. The white/green color of the residues was possibly an optical effect due to delamination; however, a definitive cause of the delamination could not be determined. In this case, it should be noted that although the hydrophilic coating possibly delaminated, the coating was still present on the guidewire. A definitive cause could not be determined following review and analysis of available information, a cause of undeterminable was assigned for these observations.

Event description:
Analysis of the returned device found that the guidewire polytetrafluoroethylene (ptfe) coating was peeled off at the proximal section of the guidewire. There were no clinical consequences to the patient due to the reported event.